Event description:
It was reported that during unpackaging of the 1.20x15mm mini trek balloon dilatation catheter (bdc), the shaft was noted to be separated. Reportedly, there was no resistance noted during unpackaging from the dispenser coil. The device was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft detachment was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft detachment reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.